Manufacturer narrative:
Concomitant medical products - item #162252, bi-metric pc, lot #338400; item #15-105004, m2a taper liner, lot #915250. The following could not be completed with the limited information provided. Weight - ni. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00511).

Event description:
Legal counsel for patient who underwent a total hip arthroplasty approximately 14 years ago reported patient allegations elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient was revised 14 years post-implantation. The revision operative report noted the presence of a mass coming from the hip capsule and substantial debris present.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient received a revision procedure 14 years post-implantation. Upon review of the operative notes, it was noted that the cup was noted to be somewhat vertical as well as very neutrally verted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed based on medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.